Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the intra-ocular pressure (iop) remained low even though the iop parameters were set in the system. There was no report of harm to the patient. Additional information has been requested.